Manufacturer narrative:
Patient's ID; method code# 2.

Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. It is unknown which of the two ctag was implanted proximally and had a reintervention. Also was involved tgu343415j/20715231 UDI#: (B)(4). Please note that the medwatch report # 3007284313-2020-00034 was emailed to FDA on february 4, 2020 to cover a gore® tri-lobe balloon catheter. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection, perforation, or rupture of the aortic vessel and surrounding vasculature and reoperation. Gore recommends the gore® tri-lobe balloon catheter for use with the gore® tag® thoracic endoprosthesis. Care should be taken when ballooning in patients with a history of aortic dissection. Over inflation of the balloon in dissection patients could lead to aortic damage including retrograde dissection and damage to the septum.

Event description:
On (B)(6) 2019, this patient underwent an emergency endovascular treatment using two conformable gore® tag® thoracic endoprostheses and a gore® tri-lobe balloon catheter for the thoracic aortic aneurysm rupture. Two devices were deployed successfully. After ballooning, a new entry was noted from the proximal side of the ctag device. The patient tolerated the procedure. On (B)(6) 2020, a computer tomography scan image revealed the entry. On (B)(6) 2020, the patient underwent a reintervention to treat the entry. An additional stent graft was deployed to extend the device proximally. The patient tolerated the procedure. The physician stated following: the physician did not notice the new entry during the initial procedure. The intraoperative angiography was confirmed after the procedure, and revealed that the new entry was appeared after the ballooning.